Event description:
In 2001, the pt reportedly experienced an uncomfortable sensation related to the external headpiece movement. Programming changes were made by the clinician and external hardware was replaced. The device was functioning; however, it was determined that further analysis was required to determine optimal settings. Three months later, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning. The implant center was to monitor the pt's progress. In 2002, the pt's parents decided to explant the device due to the occurrence of overly loud sensation.